Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's system was explanted due to ineffective pain relief. There were no known factors that may have led to this. The patient was last seen in (B)(6) of 2019 and seemed to be getting some relief. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.